Event description:
Clinician attempted to reprogram chpv to 130mm in clinic setting after MRI. Was unable to do so and took the patient to fluoroscopy to obtain an image. Valve was set at 90mm. Used vpv to reset to 130mm and received audio verification and programming complete message. However, fluoro indicated the valve was still at 90mm. Process repeated with 2nd vpv and audio verification was received and programming complete message. Fluoro imaging again indicated the valve was set to 90mm. I was called and went to the hospital to supervise and trouble shoot. The clinician attempted to reprogram again with both vpv units and did not get audio verification and received the repeat adjustment prompt. Under fluoro the valve was still at 90mm. I rechecked valve under fluoro and remarked the patient. The clinician then utilized my vpv programmer and tried to set at 130mm. We did not receive audio verification and got the repeat adjustment message. However, fluoro imaging indicted the valve was set at 130mm. Patient was release. I have taken both the programmers out of the hospital and let them with my vpv. Valve has been implanted for approximately 1 year and appears to me functioning normally._two clinicians and the radiologist have verified that they received the adjustment complete from the device and the image was incorrect.

Manufacturer narrative:
510(k) #'s: k061876 and k050739. Upon completion of the investigation a follow up report will be filed.